Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.

Event description:
A report was received from the affiliate indicating that during a coronary stenting procedure, stent strut uplift occurred. The target lesion was the distal right coronary artery (rca). The lesion was a de novo. The vessel was heavily calcified from mid to distal rca, but was not tortuous. There was 75% stenosis. Pre-dilation with a balloon was conducted due to heavy calcification and then 3.0x23mm cypher sirolimus-eluting coronary stent was being delivered to the target lesion, but the cypher became caught due to the heavy calcification and it would not cross the target lesion. Although physician tried to redeliver the cypher and pushed it several times, he confirmed the stent to be flared at the distal end. And so the procedure was finished successfully with the implant of a bare metal stent. There was no patient injury reported.